Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h6(investigation type), h10, h11 corrected fields: d4(model#), g1(contact person), h6(component codes).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for more than one hour, but was unable to reproduce the reported issue. The fse tested for ECG cable function which worked normally. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height 170cm.

Event description:
It was reported that in attempts to use on a patient, the ECG cable of the cardiosave intra-aortic balloon pump (iabp) could not detect an ECG signal. Moreover, it was reported that the customer attempted to use a system 98xt iabp unit and reportedly had the same issue. No patient harm, serious injury or adverse event was reported.